Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause of the catheter leak was unknown and explanted connector was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving fentanyl (100 mcg/ml at 601 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient recently had their pump replaced and two days ago there was clear fluid leaking from the incision. The healthcare provider (hcp) washed out the wound and did a dye study which confirmed that the dye was going into the intrathecal space successfully. The pump connector was replaced which resolved the leak. It was indicated that the hcp had no further information regarding the event. The event date was (B)(6) 2021. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.